Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Manufacturing site has provided the date as 1995 (only year provided). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Laser was checked out and did not find any issues. Humidity is typically about 45-47% but can rise depending on day but usually stable. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that co-managed patient presented at 1 month post op photorefractive keratectomy with central island in one eye. No known issues with surgical technique.